Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, the device touchscreen does not respond correctly to touch. Touch input is offset by 1-2 cm. Information obtained through good faith effort response indicated calibration of the touchscreen was attempted, but issue was not resolved. No patient harm occurred as a result of the incident.

Manufacturer narrative:
Product information and description updated due to new information received.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, the device touchscreen does not respond correctly to touch. Touch input is offset by 1-2 cm. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, the device touchscreen does not respond correctly to touch. Touch input is offset by 1-2 cm. Information obtained through good faith effort response indicated calibration of the device touchscreen was attempted, but issue was not resolved. Additional requests to obtain additional information regarding if user attempted calibration or if this was performed by third-party service engineer have been made. No additional information has been received. No patient harm occurred as a result of the incident.

Manufacturer narrative:
Method coding updated.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, the device touchscreen does not respond correctly to touch. Touch input is offset by 1-2 cm. Information obtained through good faith effort response indicated calibration of the device touchscreen was attempted by third-party service engineer, but issue was not resolved. No patient harm occurred as a result of the incident.

Manufacturer narrative:
Information obtained from good faith effort response indicated event date to be 22dec2025. Additional request for information has been made. Response not yet received. Final report will be provided once investigation is concluded.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, the device touchscreen does not respond correctly to touch. Touch input is offset by 1-2 cm. Information obtained through good faith effort response indicated calibration of the device touchscreen was attempted by third-party service engineer, but issue was not resolved. No patient harm occurred as a result of the incident.

Manufacturer narrative:
Information obtained from good faith effort response indicated event date to be 22dec2025. Additional request for information has been made. Response not yet received. Final report will be provided once investigation is concluded.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, the device touchscreen does not respond correctly to touch. Touch input is offset by 1-2 cm. Information obtained through good faith effort response indicated calibration of the device touchscreen was attempted, but issue was not resolved. Additional requests to obtain additional information regarding if user attempted calibration or if this was performed by third-party service engineer have been made. No additional information has been received. No patient harm occurred as a result of the incident.